Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach with a 6fr 10 cm non-bsc sheath. The 100% target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 180 cm non-bsc guide wire was advanced to the lesion. Predilation was performed using a 6.0 x 20, 75cm mustang¿ balloon catheter. The device was again used to post dilate the 8mmx4cm non-bsc stent; however, during the first inflation, the balloon ruptured 24 atmospheres after being inflated for 5 seconds. It was noted that the balloon came in contact with the stent edge. The device was completely removed from the patient. The procedure was completed with a 6 mm x 4 cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear was identified 3mm proximal to the proximal edge of the proximal and extended 30mm distally along the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach with a 6fr 10 cm non-bsc sheath. The 100% target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 180 cm non-bsc guide wire was advanced to the lesion. Predilation was performed using a 6.0 x 20, 75cm mustang¿ balloon catheter. The device was again used to post dilate the 8mmx4cm non-bsc stent; however, during the first inflation, the balloon ruptured 24 atmospheres after being inflated for 5 seconds. It was noted that the balloon came in contact with the stent edge. The device was completely removed from the patient. The procedure was completed with a 6 mm x 4 cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).